Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
This patient previously had an aequalis reversed surgery on the right shoulder. On (B)(6)2019, the patient's c-reactive protein increased and infection on the right glenoid side was confirmed, so the revision surgery was scheduled for the next day. On (B)(6) 2019,the implant of the''glenoid sphere'' and the ''lateralized insert'' was removed.